Manufacturer narrative:
Stryker evaluated the customer's device and observed one of the batteries needed replaced. The root cause was one of the batteries. The customer is ordering new batteries to resolve the issue and the device remains with the customer. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device powered off during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.